Manufacturer narrative:
Review of records showed no other similar reports.

Event description:
Patient reported breast pain, which was diagnosed as mastitis. Attending physician could not determine if vest therapy was the cause of the condition. The manufacturer believes they will be unable to gather additional information or complete an evaluation of the device. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.